Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was not confirmed. Visual inspection showed no abnormalities. The lead tip appeared normal. Detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged. This lv lead was explanted. No additional adverse patient effects were reported.